Manufacturer narrative:
Batch review performed on 13.august.2021:. Lot 2005765: (B)(4) items manufactured and released on 11-aug-2020. Expiration date: 2025-07-29. No anomalies found related to the problem, to date, (B)(4) items of the same lot have been sold without any other similar reported event.

Event description:
1 month after the primary surgery the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.